Event description:
It was reported the patient "popped the stitches" in his pump. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).